Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that during patient use, the nurse heard the sound of the ventilator turn off. By the time the nurse got to the bedside, the ventilator was already operating again at the same set settings. The ventilator then displayed the message "unit restarted check settings, check apps deactivated". There was no harm to the patient. The logs confirmed that it was a momentary cpu reset, with ventilation recovery occurring within 18 seconds.